Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a crown and implant on the bottom that does not allow correction and has created an issue with their lower canine. At check in patient marked true to compromised implant. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.